Event description:
It was reported that the patient experienced pain at the pocket site of their implantable neurostimulator (ins) which was worse when charging. It was noted that they only got ¿3 boxes of connection¿ and it was determined that the cause of the issue was that the ins pocket was too deep. It was also reported that the patient also had weight gain. The patient was getting >50% reduction in their symptoms and receiving effective therapy during the event. As a result of the event issue a revision of the device pocket was to be performed at a yet to be determined date. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that a revision of the ins pocket occurred on (B)(6) 2014 where it was moved to an anterior area. No malfunctions were noted intra-operatively and following the procedure the patient was receiving effectively therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013-03, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).